Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va33s34); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient expressed a desire to have the device removed. The patient reported constant pain at the end of their spine, making it difficult to sit and stand. They also described pain near the implant site, noting a small spot likely where the wire was inserted where they could feel the wire sticking out. Patient thinks that the wires were disconnected, they denied any fall. The patient stated they were experiencing constipation and a constant urgency to urinate. When they go to the bathroom, they only urinate a little but still feel an extreme urge to go. The patient said they could not sit comfortably, regardless of the surface, and were often in tears due to the pain. They have tried medications without relief. The patient mentioned that during a visit to their healthcare provider, they were seen by nurse practitioner, who increased the stimulation. This resulted in excruciating pain, so the stimulation was set at 2.4. The healthcare provider advised the patient to decrease the stimulation if needed, which the patient did two days later, lowering it to 2.0. This occurred around five weeks ago during their two-week follow-up. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider and mentioned that they had already called and were waiting for a call back. They also noted that their six-week follow-up appointment was canceled.